Event description:
Subsequent to the initial report, the following additional information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14fr sheath hole prior to a transcatheter aortic valve (tavi) procedure. Reportedly, the wire [suture] broke from the needle during pre-close with all three proglide devices. The sutures of a prostar xl device were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostar xl sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b3: date of event d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account. H6 medical device problem code 3190 was removed.

Event description:
It was reported that three proglide devices had an issue with closure relative to a transcatheter aortic valve replacement procedure. No additional information was provided at this time.

Manufacturer narrative:
The date of incident is estimated as (B)(6) 2021. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.